Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly had low blood glucose symptoms of sweating and numb lips. Customer alleged that a result of 130 mg/dl was received on his aviva system at this time. The paramedics were called and at an unknown time, received a result of 26 mg/dl on their unspecified device. The customer was treated with an IV containing an unspecified solution. The customer was taken to the hospital where he was given food and drink. At the hospital, at an unknown time, the customer was tested on an unspecified hospital device and received a result of 89 mg/dl. The customer was admitted to the hospital and released the next day. He is currently feeling fine. Requested return of suspect device and strips, and replacement was sent.